Event description:
The defibrillator was used during a cardiac arrest and did not discharge upon depressing the charge release buttons in the paddles. The machine was disconnected immediately and another one replaced it. It is unknown what caused the malfunction to occur. The pt was successfully defibrilated and transferred to the coronary critical care unit and expired four yrs later.